Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). A customer sent in five (5) actual transfer sets for an evaluation. Each sample had 5 empty viaflex empty containers attached to the transfer set, resulting in a total of 25 viaflex empty containers. The bags were labeled 1 through 25. A pressure gauge was attached to the administration port to inflate all bags with air till the bags were pillowed on each of the transfer set. Each bag was then submerged underwater and inspected for leaks. There were no bubbles that were identified on any of the 25 samples examined. The problem of leak was not confirmed. The cause of the reported condition was not identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a 3000 ml transfer set that was leaking. The process step in which this condition occurred is unknown. There was no report of any patient involvement or medical intervention. No additional information is available.